Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510: k133339.

Event description:
It was reported that dr. Indicated malfunction. The implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site # 29.

Manufacturer narrative:
Imp, tsv, 4.7,10,mtx,mc,mg,ha (tsvmwh10) were returned for investigation. Visual evaluation of the as returned product identified both implants with signs of use. The coob could not be verified since, the device was used. Functional testing to recreate the reported event; verified the implant was unable to disengage/release from the mount. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 29 (universal) and were used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1241578). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1241578) for similar events and one (1) other complaint was identified (B)(4). Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, devices malfunction did occur and the reported event was confirmed. The coob could not be verified since, the device was used. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.